Event description:
The international customer reported the ventilator alarmed with a 35 volt failure. Back-up alarm failure and auxilliary alarm failure occurrences. The customer reported there was no pt involvement.

Manufacturer narrative:
(B)(4)